Event description:
It was reported that the device unexpectedly stopped delivering pacer therapy to a pt, and the pacer had to be restarted. This allegedly recurred several times during the pt use. The pt was not resuscitated, but the reporter indicated pt outcome was not affected by the event, due to a lack of pt viability and continued device use.